Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and cracked display window corner. The insulin pump had a loose drive support disk.

Event description:
It was reported that the drive support cap appears to be damaged. Customer did not press the cap while connected to insulin pump. Nothing further reported.